Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to the CPAP device's sound abatement foam which caused a patient to develop asthma. There was no report of medical intervention being required. The manufacturer received additional information alleging nausea.

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma, nausea. There is no report of the medical intervention that the patient has received at this time. In the initial report was not updated, should be- the patient has alleged asthma, eye issues and nausea. There was no report of the medical intervention that the patient has received at this time. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device and humidifier were completed by the manufacturer and found evidence of some contamination on the pca (suspect due to missing knob), in the humidifier dry box and on the heater plate. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found e-50 on the error log. The device was applied power and the device operated properly the manufacturer concludes the contaminates found were consistent with contamination on the pca (suspect due to missing knob), in the humidifier dry box and on the heater plate. The manufacturer confirmed there was no evidence of sound abatement foam degradation.